Event description:
It was reported patient underwent right partial knee arthroplasty on (B)(6) 2008. Patient alleges loosening of the femoral implant. To date, no known revision procedure scheduled. This report is based on allegations set forth in patients complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-02348).